Manufacturer narrative:
According to the hill-rom field investigation, the bolts that secure the right stirrup backed out. The root cause for the bolts backing out was not determined. The tech repaired the unit with new bolts.

Event description:
Customer alleged the right side calf support assembly fell of the foot support. The calf support fell on the foot of the mid-wife. No injury reported.